Event description:
While using byte night aligners, a patient had 2 crowns come off when removing aligner trays. The crowns were recemented by the patient's dentist.

Manufacturer narrative:
Since a serious injury resulted, this event is reportable per 21 cfr part 803.